Event description:
It was reported that the customer went to the emergency room with a blood glucose level displayed and "high; however specific value was not provided, cause was unknown. Customer was treated with intravenous fluids of saline and insulin. Customer was released later the same day with the issue resolved and no permanent damage. A full system check was completed and showed the pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.